Event description:
It was reported that during a lap anterior resection procedure, the trocar was inserted into the patient. When they turned on the gas for pneumo, they found a leak through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Leak test failure, duckbill out of position. The analysis of the trocar confirmed that it leaked as the duckbill was out of position. It could not be determined what may have caused the found condition. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.